Event description:
On (B)(6) 2021 I registered (confirmation number (B)(4) for the recall of my CPAP (continuous positive airway pressure) machine, manufactured by philips respironics (recall june 2021). I have a medical condition known as sleep apnea. It is now over 2 years and I am still waiting for a resolution to this issue. I appreciate any help you can provide on this. My email is (B)(6), thanks.